Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: call service 078 alarms were observed in the alarm history. The same alarm was duplicated during the rewind step. The pump was opened and moisture damage was found on the printed circuit board. The display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there were call service 078 alarms. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.